Manufacturer narrative:
We have received the complaint device for evaluation. We found that the tail of one of the centering hoop was caught on the distal end of the sheath. The device was manufactured with a heat shrink to prevent this issue from occurring.when we cut about 10 cm of the distal end of the sheath, we found the heat shrink has slided 3 cm below the tails of the centering hoop. This is the first complaint we have received related to this failure mode. We tried to replicate the defect at different manufacturing settings. We were able to replicate the defect when the heat shrink was already punctured prior to silicone dipping. This will allow the silicone to penetrate into the heat shrink and lubricates the heat shrink. As a result, they can slip off from their location. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of similar nature for devices. Therefore, we believe that it was an isolated incident. There was no injury to the patient since device was not used for the procedure.

Event description:
During pre-use check, the physician tried to close the centering hoops into the sheath. However, he felt a resistance while doing so. So, he used the hospital stock of hydro to complete the procedure.